Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s nurse reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of over 350 mg/dl. The customer's blood glucose level was 350 mg/dl at time of incident. The current blood glucose level was around 529 mg/dl. The other relevant blood glucose level was 500 mg/dl and 325 mg/dl. The customer treated with manual injection. Troubleshooting was done for high blood glucose. The customer went to emergency room. The customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis. Concomitant product: frn--reservoir-mmt- 332- reservoir.